Event description:
It was reported that while unpacking for an endoscopic retrograde cholangiopancreatography (ercp) procedure, that guide wire coating "fell off." An extend jag precur 035/260cm ss str guide wire had been selected for advancement to an unspecified biliary passage. While unpacking the device, it was noticed that the coating on the tip of the guide wire "fell off." The patient's condition is listed as "stable."